Event description:
The patient stated that time on his infusion device was incorrect. He stated that the time displayed 5:23 am, while it was actually 10:28 am. The patient subsequently refused to engage in troubleshooting the issue. He then stated that his blood glucose had been affected by the incorrect time set in the infusion device. He reported a that his blood glucose value had risen to 300 mg/dl and he had symptoms of elevated blood glucose including thirst and "dry mouth". He did not provide his normal blood glucose range or the actions he took to decrease his elevated blood glucose level. He stated that he was returning to use of the infusion device that he had transitioned from recently. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.